Event description:
The customer reported that spectrum pump serial number (B)(4) was experiencing a constant downstream occlusion alarm as soon as the run button was pressed. The occlusion alarm would not clear. There was no pt injury. The event occured on 8-13-2013. No further information was available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. At this time the investigation is not complete. A supplemental report will be submitted once the investigation has been completed.